Event description:
Device was resecting without issue but not suctioning properly into the aquilex device/canister. Procedure completed without complications.

Event description:
Device was resecting without issue but not suctioning properly into the aquilex device/canister. Procedure completed without complications.